Event description:
It was reported that the event was no stimulation. It was noted that action was not taken yet but was planned. It was noted that the patient was involved in a motor vehicle accident upon where his stimulation was permanently terminated due to unknown reasons. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included less than 50 percent therapy relief. It was noted that the location of the symptom was unknown. Additional information was requested but was not available at the time of report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).